Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that originally, the patient was implanted with an unknown lfn nail and unknown screw, on an unknown date. On (B)(6) 2018, the patient underwent right-sided nail removal, osteotomy and replacing it with another lateral femoral nail (lfn), due to mal-union. The procedure was completed successfully with no surgical delay. Patient came to no harm. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).